Manufacturer narrative:
E.1: initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes underfilled, and one tube had sharp protrusions on the cap. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes underfilled, and one tube had sharp protrusions on the cap. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evaluation: yes. D.9. Returned to manufacturer on: 13-feb-2026. H.3. Device eval by manufacturer? Yes. H.4. Device manufacture date: 06-may-2025. Investigation summary: bd received 54 customer samples, and 9 customer photos for investigation. 20 of the customer samples from lot 5136658 were randomly selected to a visual inspection for tray pack residue. All samples failed inspection. 13 of the customer samples from lot 5136657 were subjected to a visual inspection for tray pack residue. All samples failed inspection. 1 of the customer samples from lot 5126288 was subjected to a visual inspection for hemogard damage. The sample failed inspection. 20 customer samples from lot 5126288 were subjected to a draw test for low or no draw. All tubes were within specification. The photos show multiple tubes (lot 5126288) with very little blood in them. There is also a tube (lot 5126288) with a damaged shield presented. There are also photos that show bagged tubes with eps beads all over them from all reported batches. This complaint has been confirmed for the indicated failure modes: underfill, defective stopper molding, and tray pack residue. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.